Manufacturer narrative:
The ge svc rep performed an over-the-phone investigation. The ups needs to be repaired. No conclusion can be drawn as repair info is unavailable and no add'l svc info was provided.

Event description:
The customer reported that the sys would not boot up. No pt injury was reported.